Event description:
This complaint is now reportable based on the analysis completed on 5/22/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the device kinked. However, the returned product confirmed that the device actually broke during the procedure. The lesion was in an unknown vessel. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent, but experienced difficulty. Upon removal the device was noted to be broken. The physician was able to retrieve the other piece with a forceps and completed the procedure with another device. No patient injuries or complications were reported. Patient status is satisfactory.

Manufacturer narrative:
From the condition of the returned device it is not possible to conclusively determined the root cause of the complaint incident. Device analysis confirmed the complaint reported, a break was noted in the hypo-tube approximately 20 centimeters distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. The shop floor paperwork was reviewed and no anomalies were noted from this review that could correlate to the difficulties that were experienced by the physician during the use of this product. There are no similar complaints, of this nature, related to this batch number.